Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was observed by the intuitive surgical, inc. Representative or field service engineer (fse) that the patient side manipulator (psm) was heavy to move and it was difficult to insert instruments. The psm arm was exchanged due to it's resistance on axis 2 and 3. There was no evidence or allegation of a serious injury reported.

Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found the psm had a sticking axis 2 brake, and failed the weighted brake drop test. The psm arm passed viscous friction, slow sweep and sine cyle testing. The axis 2 brake was replaced. This complaint is being reported due to the patient side manipulator arm failing weighted brake drop testing during failure analysis. Although this was found during failure analysis and no patient involvement occured, if this malfunction were to recur it could likely cause or contribute to an adverse event.